Event description:
It was reported that the patient experienced a pulsing every 8 seconds; it would stop, and then start over again. The patient was getting therapy relief. The pulsing was not painful. It was mentioned that the patient did not feel pulsing during the trial. The patient was to contact the healthcare provider (hcp). Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had appointments on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013. Additional information received reported that the event was caused by a surgical wound infection. The system was explanted on (B)(6) 2013. The patient had redness at the surgical site, low grade fever, pain, and sensitivities. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28 lot# va08cx7, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).